Manufacturer narrative:
Concomitant medical products: 4058m45 lead, implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no telemetry between the programmer and the implantable pulse generator (ipg) due to battery end of life. A magnet was applied which caused erratic pacing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.